Manufacturer narrative:
An event of pericardial effusion after the amulet implant procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was implanted. After the procedure, a pericardial effusion was drained by pericardiocentesis. The patient is reported to be stable. No additional information was provided.

Event description:
It was reported that on 17 january 2023, a 22mm amplatzer amulet left atrial appendage occluder was implanted using a 14f amplatzer amulet delivery sheath. During the procedure, the device was completly retracted into the delivery system, and then both the delivery system and the device were exchanged for a 25mm amplatzer amulet left atrial appendage occluder and 14f amplatzer amulet delivery sheath. After the procedure, a posterior pericardial effusion was drained by pericardiocentesis. The patient is reported to be stable and discharged. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
An event of pericardial effusion after the amulet implant procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. B5 event description updated.